Manufacturer narrative:
The investigation of limb ischemia and thrombus has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26066. H.10 some instructions for use were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26066 and were added.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and experienced a thrombotic embolism resulting in limb ischemia. The physician obtained right femoral vein and right femoral artery access. Vessel noted to be good size, limited calcifications. The physician then attempted to perclose site but was unsuccessful; therefore, the 6fr sheath left in the artery. The physician assessed the left femoral artery about the same, did somewhat of a lower stick, still in good area, and attempted perclose x 1 which failed. The physician reangled and was able to successfully place the perclose. The impella cp was then prepped and inserted in standard fashion without complication. The physician attempted to wire right coronary artery; the physician utilized multiple wires and was successful. An attempt to ballon the initial rca lesion was made with an attempt to wire distally enough for further intervention. However, after multiple attempts the wire was unable to pass. Activating clotting time was approximately 200. The impella then was weaned and explanted. Attempt to secure perclose was made; however, some failure was noted. Reportedly, a clot distally traveled to lower extremities and the patient required thrombectomy with penumbra which was completed with a successful outcome. Distal perfusion was intact post procedure. The patient was transferred to the unit, in stable condition, for recovery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).